Manufacturer narrative:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed.

Event description:
The customer reported an issue with their meter which suggested the memory overwrite malfunction has occurred. The customer also reported experiencing symptoms of high blood sugar due to the inability to test. Customer self treated with glipizide and metformin, there was no third party medical attention reported. There was no report of death or serious injury.